Event description:
On (B)(6), 2012 clinic notes were received through case management. Review of the clinic notes dated (B)(6), 2012 revealed that the vns patient has been experiencing daily partial seizures. The vns generator battery was reported to be depleted. The patient was referred for replacement. The patient stated that she has never been able to feel the vns activate but remembered that her previous neurologist told her last year that it was almost time for her to have a generator replacement. The clinic notes also state that the patient has been having some hives on her elbows and knees since (B)(6) 2011 and that in (B)(6) 2012. Her face became swollen and she had to go to the emergency room. She took steroids and it got better but periodically she has eye swelling and hives all over, the patient worried that her medication lamictal may be the cause. The physician later reported that the patient was only seen by him on (B)(6), 2012 but the patient reported increased seizures for the last 6 months. He did not have any diagnostic results as they only saw the patient once. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increased seizures. He said they interrogated her vns at this appointment and saw that the battery was dead. A battery life calculation was performed with the programming history available which showed a remaining time of negative years until the elective replacement indicator showed yes. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the patient had generator replacement surgery that day due end of service. The explanted generator was returned to the manufacturer for product analysis on (B)(4), 2012. Product analysis is currently underway and has not yet been completed.

Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The battery was confirmed to be depleted at eri (elective replacement indicator)=yes in the product analysis laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.